Manufacturer narrative:
Device evaluation: the investigation of this complaint was limited because no sample was returned, therefor functional testing could not be completed. The customer provided two photos. Based on provided photos product mix-up is confirmed. The chinese labels which are shown on provided photos are not placed on products by the manufacturing company. The chinese labels are placed on product by the customer. During this activity unit packs had to be removed from shelf cartons. We believe that product mix-up happened during this activity which is out of control of the manufacturer. A review of the device history records (DHR) for both item numbers, showed there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Based on an email response, the issue was caused by hospital warehouse administrator. Hospital was instructed to correct labelling.

Event description:
It was reported that the department opened and found that the specifications displayed (shown specifications: 100/800/080) in the outer packaging did not match the actual device specifications (device received specifications: 100/860/080). No patient involvement reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.